Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a wide qrs complex, atrioventricular desynchrony and heart failure since the implant of their leadless implantable pulse generator (ipg). The leadless ipg remains in use. Implant of a cardiac resynchronization therapy pacemaker (crt-p) is planned. No further patient complications have been reported as a result of this event.